Manufacturer narrative:
No product will be returned per customer. The product was discarded and not returned for failure investigation. Patient's demographics requested but were not provided. Admitting diagnosis: covid customer reported patient is an adult.

Event description:
It was reported from the adult ICU that the primary tubing broke off the screw cap that connects into the IV during an infusion of a maintenance intravenous fluid. The volume to be infused was 750ml at a rate of 75ml/hr. The nurse went to check on the patient and the patient's blood had backed up and clotted. The infusion was dripping on the floor. There were no adverse effects caused to the patient in this event.

Manufacturer narrative:
The customer complaint of tubing broke off connector and blood had backed up and clotted could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified as no product was returned. Device history record for model 2420-0500 lot 20043348 shows that the set was manufactured on 30 april 2020 with a total of (B)(4). There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported.

Event description:
It was reported from the adult ICU that the primary tubing broke off the screw cap that connects into the IV during an infusion of a maintenance intravenous fluid. The volume to be infused was 750ml at a rate of 75ml/hr. The nurse went to check on the patient and the patient's blood had backed up and clotted. The infusion was dripping on the floor. There were no adverse effects caused to the patient in this event.